Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and (1) controller ac adapter were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving a controller adapter. Log file analysis revealed a controller power up with an associated motor start event on 04-sept-2021 at 12:29:32 . The data point prior to the loss of power revealed that an active adapter was connected to power port one (1) and bat602387 was connected to power port two (2) with 65% relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat602397 was connected to power port one (1) and bat602387 was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 20 seconds. Loss of power to the controller will result in an audible alarm. As a result, the reported premature power switching and loss of power events were confirmed; it is likely the loss of power is related to the reported vad stop. The serial number of the controller ac adapter was unknown therefore the lubrication status cannot be determined. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and the adapter. CAPA pr 00389403 investigated momentary disconnections. Even though this CAPA is closed, con415294 and the adapter falls within the bounds of this CAPA. Additional products: d4: serial or lot#: unk- cac adapter h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller ac adapter, model #: 1430de / catalog #: 1430de / expiration date: unk / serial or lot#: unk UDI #: asku, available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, manufactre date: unk, labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter exhibited power switching. It was also noted that the controller exhibited a loss of power associated with a ventricular assist device (vad) stop. The cac will be replaced, and the controller remains in use. No patient complications have been reported as a result of this event.